Manufacturer narrative:
(B)(4).

Event description:
The customer complaint of an intermittent vibration could not be confirmed. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and the test passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/14/2016. Complaint for 085 intermittent vibration could not be confirmed. The root cause could not be determined post investigation.